Manufacturer narrative:
Button error alarms due to corroded keypad traces. Unable to test for weak battery alarms due to button error alarms. Unit had cracked case window display corner and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 242 mg/dl. Troubleshooting was performed. The device was returned for analysis.